Manufacturer narrative:
According to the customer, "there have been some issues with the new tips. The new ones are sharp as a needle and burn "hot". As soon as the tip hits the tissue it burns it". There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "there have been some issues with the new tips. The new ones are sharp as a needle and burn "hot". As soon as the tip hits the tissue it burns it".